Manufacturer narrative:
Alleged failure: broke where the plastic end meets the metal the device manufacturer date is not known. Probable root cause: design: - design stackup interference; - instrument tips too aggressive for entry into transport cannula dry lock; - raw materials of either cannula cannot support subjected loading during insertion; - flowport tip too aggressive for entry into transport cannula dry lock. Manufacturing: - inadequate molding parametersx; - cannula assembly not manufactured to specification; - flowport shaft/tip not manufactured to specification. Application: - off angle insertion/technique; - excessive force. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a piece of the device broke off. Please note the piece was retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that a piece of the device broke off. Please note the piece was retrieved from the patient.